Event description:
Patient presented to the physician with delayed wound healing at the neck and chest incision site. Physician brought the patient into the operating room, and upon surgical evaluation, the stimulation lead was found eroded through the skin at the neck incision site. Physician repositioned the stimulation lead, secured the lead deeper, and closed. The patient will continue the previously prescribed course of antibiotics postoperatively.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or, and upon surgical evaluation, an opening at the neck incision site was also observed with fluid discharge. Physician removed the entire inspire system.